Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) lead. The rv pace/sense portion of the lead had high impedances and there were 3265 short v-v intervals within a one month time period. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.